Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. The statement was created based of the technical test report of the service laboratory in brazil. The device history has been read out and analyzed. No malfunction could be found. During a visual investigation no damages on the housing parts could be found. A technical safety check included a delivery accuracy measurement according to iec 60601-2-24 was arranged. The device fulfills all points of the tsc with a positive result. Furthermore a simulation of the reported infusion therapy was performed. No problems could be found. A specific test of the air sensor was arranged. No problems or malfunction did occur. During all investigations no malfunction or other abnormities could be found. No product deviation could be detected. Therefore the complaint was assessed as not confirmed.

Manufacturer narrative:
(B)(4). The device has been requested to send it for investigation to (B)(4) laboratory in (B)(4). If we get a technical investigation report, a follow-up will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by (B)(4): "operating unit/over infusion." Customer information: in accordance with customer:" the pump was infusing npt at 16.6 ml / h with a schedule to run 400 ml per day, as prescribed by the doctor, and ended in 6 hours.."